Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a pmcf conducted by university of louisville, in USA. The title of this report is ¿a retrospective data collection of the treatment of femoral fractures with the femoral nail greater trochanter (gt) of the t2 alpha femur antegrade gt/pf nailing system¿ which is associated with the stryker ¿t2 alpha femur antegrade gt/pf nailing¿ system. This report includes research done on 9 patients in october 2020. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses delayed healing. The report states: a (B)(6) female, bmi 19.99 with a history of osteoporotic subtrochanteric 32-a3 closed fracture in her left femur and an impending fracture in her right femur. Both femurs were treated with t2 alpha gt nails. Her left femur fracture resulted in delayed healing 432 days post-op and her right impending fracture resulted in healing 180 days post-op. Therefore, this is probably a non-device related adverse event.